Event description:
It was reported that this right ventricular (rv) lead had perforated. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The complaint device was not returned by the customer; therefore, no product analysis could be performed. Please see the "nature of incident" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead had perforated. This lead remains in service. No additional adverse patient effects were reported.